Manufacturer narrative:
(B)(4). The field service specialist (fss) visited the customer site to inspect the system. Fss found the error 2012 (instrument host timeout error) in the error log and confirmed it was related to the system locking up issue as reported by the customer. Fss was unable to duplicate the issue. The fss reseated all pcbs (printed circuits board) and connectors. The fss performed a field service checklist and verified vacuum calibration. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
Customer reported of the (B)(6) system locked up/frozen when they switched from phaco mode to I/a (irrigation/aspiration). The system was restarted but it did not boot up completely. There was no patient involvement reported and no patient treatments delayed or cancelled.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. Service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for whitestar signature system showed that there were no issues or non-conformities. Manufacturing has been ruled out as a potential cause for the reported issue. No conclusive evidence identified for reported issue. The system was working within amo specifications. All pertinent information available to abbott medical optics has been submitted.